Event description:
Pt was implanted with an ICD-pacer device (B)(6) 2008. He was ICD-pacer dependent. On (B)(6) 2011, the device suddenly stopped working, the pt had a cardiac arrest and was taken to the hospital. Pt died on (B)(6) 2011. Analysis of the device revealed a failure.